Event description:
Device issue: none. Adverse event: bradycardia and hypotension. Time of adverse event: during the procedure, lasting 48 hours. It was reported that the pt experienced bradycardia and hypotension after post-dilatation of the rx acculink stent in the right internal carotid artery with a viatrac balloon. The pt was treated with one dose of atropine, neosynephrine boluses and IV infusion for 24 hours, then oral sudafed for 48 hours. The pt's condition resolved and was discharged to home on (B) (6) 2010. There was no adverse pt sequela. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no device malfunction reported and no product quality discrepancies reported during inspection prior to use and preparation. Bradycardia and hypotension are known potential adverse events associated with carotid artery stenting procedures as listed in the rx acculink instructions for use. Hypotension may occur during carotid intervention procedure and is an anticipated response of the human body to stimulus of the carotid bulb. Although a conclusive cause could not be identified, the event is possibly related to operational context of the device. A review of the finished device history record did not reveal any nonconformances for this lot that could have contributed to this report.